Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this pacemaker had sudden depletion from 2.5 years down to 5 months remaining battery. Boston scientific technical services (ts) stated that the power consumption was stable. A request was made to have data from this device analyzed. Data analysis confirmed that this device may be experiencing a premature depletion condition. The battery voltage appears to be dropping more rapidly than expectation. Elective replacement indicator (eri) may be declared within the next month. Despite this premature depletion condition, it appears that there is sufficient battery capacity to support therapy for the 90 days between eri and end of life (eol). As of this time, this device remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted and replaced with a competitive device. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report. The returned advantio device was analyzed and it was confirmed the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. It was determined that the unexpected change in observed longevity is due to a mismatch between the actual battery voltage and the expected battery voltage per the nominal battery discharge model (which represents how the device's battery voltage typically decreases over time). In some devices, the actual battery voltage remains higher than the nominal model earlier in device life (which results in a higher-than-expected remaining longevity) and then becomes lower than the nominal model later in device life (which results in the remaining longevity appearing to decrease more quickly than expected between routine follow-ups). Boston scientific devices will automatically adjust remaining longevity estimates to maintain the 90-day therapy window between explant and battery capacity depleted. In this case, the battery did not deplete prematurely, rather, the replacement indicator (and associated remaining longevity) was adjusted later in device life to ensure a 90-day replacement period.

Event description:
It was reported that this pacemaker had sudden depletion from 2.5 years down to 5 months remaining battery. Boston scientific technical services (ts) stated that the power consumption was stable. A request was made to have data from this device analyzed. Data analysis confirmed that this device may be experiencing a premature depletion condition. The battery voltage appears to be dropping more rapidly than expectation. Elective replacement indicator (eri) may be declared within the next month. Despite this premature depletion condition, it appears that there is sufficient battery capacity to support therapy for the 90 days between eri and end of life (eol). As of this time, this device remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted and replaced with a competitive device. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker had sudden depletion from 2.5 years down to 5 months remaining battery. Boston scientific technical services (ts) stated that the power consumption was stable. A request was made to have data from this device analyzed. Data analysis confirmed that this device may be experiencing a premature depletion condition. The battery voltage appears to be dropping more rapidly than expectation. Elective replacement indicator (eri) may be declared within the next month. Despite this premature depletion condition, it appears that there is sufficient battery capacity to support therapy for the 90 days between eri and end of life (eol). As of this time, this device remains in service. No adverse patient effects were reported.